Manufacturer narrative:
Patient height reported as (B)(6). Patient identifier not available for reporting. Date of device breakage and non-union is not known. (B)(4). Date of implant reported as approximately the end of (B)(6) 2017 complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) proximal femur hook plate broke right below the most proximal combi-hole some time between the (B)(6) 2017 (approximate implantation date) and (B)(6) 2017. It was also noted patient had a non-union. After the plate was removed the patient was revised to an unknown nail. A 1.7mm cable was also used during the procedure. Patient was stable following successful surgery. This report is for one (1) 4.5mm lcp proximal femur hook plate 8 holes/241mm this is report 1 of 1 for (B)(4).